Event description:
It was reported that the surgeon advanced the helical blade, the locking mechanism of the trochanteric fixation nail and helical blade did not work. The surgeon took an x-ray and confirmed that the locking mechanism is down and the parts are not locked together. The helical blade was damaged. The surgeon removed the implants and used new nail and helical blade to complete the procedure. The incident prolonged the surgery by approx 30 mins. Procedure was completed successfully and pt was unharmed. This is 1 of 2 reports the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info rec'd regarding this event after filing this report shall be filed on a supplemental MDR. The sample was returned with the locking prong broken. Wear to the inner bore of the oblique head element hole and the tang of the anti-rotation locking mechanism sheared off. A review of mfg reported correct depth at time of mfg reported correct depth at time of manufacture. A review of the device history record did not show any conditions that could have contributed to the reported event. The anti-rotation mechanism shifted after manufacture causing the reported event thus concluding an apparent design issue. An internal corrective action has been opened to address the root cause of the issue.